Event description:
It was reported that the patient underwent a revision procedure 3 years post implantation due to a femur fracture after a fall. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected.

Event description:
It was reported that the patient underwent a revision procedure 3 years post implantation due to a fracture. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign: australia. H6: component code: stem. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d4; g3; h2; h3; h4; h6. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture involving the proximal left femoral diaphysis. A definitive root cause cannot be determined. The complaint was confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.